Event description:
It was reported that pump screen stayed dark and did not turn on unless wake button was pressed multiple times with extreme difficulty. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press wake button in a specific way, confirmed pump could be turned on with difficulty, and agreed to continue using current pump until a replacement pump was shipped, then to place pump in storage mode, transfer settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.